Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No noise during bolus delivery noted. The motor was tested outside of device and passed. Insulin pump received with minor scratches on case, cracked select button keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, end cap address label missing and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 500 mg/dl. The customer stated that side of belt clip was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.